Event description:
A pt died from a stroke on 7/11/97. This pt reportedly had been diagnosed with a latex allergy prior to the stroke. Co has no scientific evidence to link strokes to latex allergies. A third person filed this event with the u.s. Consumer products safety commission, which reported this info to co. The relationship between the reporter and the pt is not known.